Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting, stalling at 00:00. During troubleshooting fse found that the voltage of battery was very low. Fse replaced bad cmos battery in flexvision pc. After replacement the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system was not booting, stalling at 00:00. The system was not in clinical use at the time of the event. No harm has been reported to philips. Philips has started an investigation of this complaint.